Event description:
Caller alleged discrepant results compared with the doctor's meter. Results as follows: date: (B) (6) 2009, inratio: 3.0; doctor: 2.3.

Manufacturer narrative:
Discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.0; reference: 2.3; mean: 2.65; confidence limits = 1.7-3.8. Customer results were analyzed and accuracy confidence limits were met. It was indicated that pt is currently on antibiotics. Pt condition and treatment may have affected test results. Product deficiency not established. Further action not required. As of 01/07/2010, 28 discrepant result complaints were reported for lot# 216963 yielding a complaint rate of 0.007%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.